Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/right coil protruding into abdomen/essure device foreign body protruding from the right cornua region into the abdominal cavity.'), uterine perforation ('perforation (uterus)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general),') and facial paralysis ('facial nerve compression nos') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, abdominal cramps, low back pain, uterine bleeding, endometrial ablation and urinary frequency. Multiple longitudinal and transverse gray-scale and color-flow doppler images of the pelvis obtained with both transabdominal and endovaginal technique. Previously administered products included for an unreported indication: ortho evra patch from 2004 to 2006, ortho tricyclen from 2002 to 2004 and depo provera. Concurrent conditions included fibrous dysplasia of bone, blood pressure high, migraine, headache, essential hypertension, benign, sensorineural hearing loss, tinnitus, cervical pap smear abnormal, esophageal reflux, chest pain, stomach pain, breast calcifications, right lower quadrant pain, ache, adenomyosis uteri, irregular menstrual cycle, intramural leiomyoma of uterus, constipation, bloating, peritoneal adhesions, adhesion and abdominal adhesions. Concomitant products included ibuprofen (motrin) for ache, leuprorelin acetate (lupron) for pelvic pain as well as cetirizine hydrochloride (cetrizine) since 2013, fluticasone propionate (flonase allergy relief) since 2006, hydrochlorothiazide from 2003 to 2017, hydrochlorothiazide;losartan potassium (losartan/hydrochlorothiazide) since 2017, ibuprofen since 2000, norethisterone (norethindrone) from august 2017 to october 2018, omeprazole since 2006, propranolol (propanolol) since 2013 and rizatriptan benzoate (maxalt mlt) since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In june 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain pelvic"), fatigue ("fatigue") and vulvovaginal pain ("pain vaginal"). On an unknown date, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and medical device site irritation ("coils caused irritation and made procedure longer"). The patient was treated with surgery (B)(6) 2007- surgical removal of coil(s) -removal of right essure, (B)(6) 2018- hysterectomy with bilate, (B)(6) 2018- hysterectomy with bilateral salpingectomy, (B)(6) 2007- surgical removal of right essure and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, vaginal haemorrhage, menorrhagia, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, vulvovaginal pain, facial paralysis, abdominal pain and medical device site irritation outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, genital haemorrhage, medical device site irritation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date (B)(6) 2007- surgical removal of coil(s) - removal of right essure. Laparoscopic tubal ligation (l eft fallopian tube) -2006. Then proceeded to remove essure device from the right cornua region. 3 coils visualized on right, 8 coils on left. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes= no any specific symptoms is given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Both fallopian tubes were occluded. Occlusion of both fallopian tubes. Satisfactory position of the essure micro inserts.. Nuclear magnetic resonance imaging abdominal - on an unknown date: 1. Multiple subserosal and intramural uterine fibroids . 2. Mild adenomyosis. The left fallopian tube ostia is likely secondary to the presence of a contraceptive device (I . E . Essure). Right ovary containing a 2. 5 cm t2 hyper intense dominant follicle .. Ultrasound pelvis - on an unknown date: 1 hyperechoic foci seen within the cornua of the uterus bilaterally consistent in history of essure coil placement. 2. Otherwise, unremarkable ultrasound evaluation of the pelvis. As the undersigned attending radiologist, I have reviewed the images/procedure and the resident's interpretation/ report and I agree with or have edited it. Heterogeneous uterus suggesting adenomyosis . Consider mr evaluation for better characterization. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: abdominal cavity/right coil protruding into abdomen/essure device foreign body protruding from the right cornua region into the abdominal cavity.'), uterine perforation ('perforation (uterus)'), genital haemorrhage ('abnormal bleeding (general),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),'), menorrhagia ('menorrhagia') and facial paralysis ('facial nerve compression') in an adult female patient who had essure (ess205) (batch no. 508290) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included frequency urinary, abdominal cramps, low back pain, uterine bleeding, endometrial ablation and urinary frequency. Multiple longitudinal and transverse gray-scale and color-flow doppler images of the pelvis obtained with both transabdominal and endovaginal technique. Previously administered products included for an unreported indication: ortho evra patch from 2004 to 2006, ortho tricyclen from 2002 to 2004 and depo provera. Concurrent conditions included fibrous dysplasia of bone, blood pressure high, migraine, headache, essential hypertension, benign, sensorineural hearing loss, tinnitus, cervical pap smear, esophageal reflux, chest pain, stomach pain, breast calcifications, right lower quadrant pain, ache, adenomyosis, irregular menstrual cycle, intramural leiomyoma of uterus, constipation, bloating, peritoneal adhesions, adhesion and abdominal adhesions. Concomitant products included ibuprofen (motrin) for ache, leuprorelin acetate (lupron) for pelvic pain as well as cetirizine hydrochloride (cetrizine) since 2013, fluticasone propionate (flonase allergy relief) since 2006, hydrochlorothiazide from 2003 to 2017, hydrochlorothiazide;losartan potassium (losartan/hydrochlorothiazide) since 2017, ibuprofen since 2000, norethisterone (norethindrone) from (B)(6) 2017 to (B)(6) 2018, omeprazole since 2006, propranolol (propanolol) since 2013 and rizatriptan benzoate (maxalt mlt) since 2008. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain pelvic"), fatigue ("fatigue") and vulvovaginal pain ("pain vaginal"). On an unknown date, the patient experienced facial paralysis (seriousness criterion medically significant), abdominal pain ("abdominal pain") and medical device site irritation ("coils caused irritation and made procedure longer"). The patient was treated with surgery ((B)(6) 2007- surgical removal of coil(s) -removal of right essure, (B)(6) 2018- hysterectomy with bilate, (B)(6) 2018- hysterectomy with bilateral salpingectomy, (B)(6) 2007- surgical removal of right essure and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, fatigue, vulvovaginal pain, facial paralysis, abdominal pain and medical device site irritation outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, genital haemorrhage, medical device site irritation, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure removal date (B)(6) 2007- surgical removal of coil(s) - removal of right essure. Laparoscopic tubal ligation (l eft fallopian tube) -2006. Then proceeded to remove essure device from the right cornua region. 3 coils visualized on right, 8 coils on left. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes= no any specific symptoms is given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Both fallopian tubes were occluded. Occlusion of both fallopian tubes. Satisfactory position of the essure micro inserts. Nuclear magnetic resonance imaging abdominal - on an unknown date: 1. Multiple subserosal and intramural uterine fibroids . Mild adenomyosis. The left fallopian tube ostia is likely secondary to the presence of a contraceptive device (I . E . Essure). Right ovary containing a 2. 5 cm t2 hyper intense dominant follicle. Ultrasound pelvis - on an unknown date: 1 hyperechoic foci seen within the cornua of the uterus bilaterally consistent in history of essure coil placement. Otherwise, unremarkable ultrasound evaluation of the pelvis. As the undersigned attending radiologist, I have reviewed the images/procedure and the resident's interpretation/ report and I agree with or have edited it. Heterogeneous uterus suggesting adenomyosis . Consider mr evaluation for better characterization. Most recent follow-up information incorporated above includes: on 22-jul-2019: pfs and mr received ¿ case becomes incident. Previously reported event injury nos were removed. New event migration of essure device location of device: abdominal cavity, perforation (uterus), abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain pelvic, fatigue, pain vaginal, facial nerve compression, abdominal pain and coils caused irritation and made procedure longer were added. Product information lot number, date of essure removal and indication were added. Patient information date of birth and height were added. Medical history, lab data and concomitant medication were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.